Manufacturer narrative:
One used cadd-prizm® vip pump was returned for investigation. A visual inspection revealed the device to be in good physical condition, although the air detector cover was noted to be missing. A high pressure alarm was noted in the event history log. Functional testing was performed and the device failed the pressure test. Further inspection of the device revealed the root cause to be a faulty downstream occlusion sensor. The cause for the faulty downstream occlusion sensor is unknown.

Event description:
It was reported that a cadd-prizm® vip pump had "occlusion too high". No injury was reported.